Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted at implant. During implant, placement difficulty was experienced as well as difficulty extending the lead helix. The prolonged time with the lead near the septal wall caused the patient to go into ventricular tachycardia (vt).the lead was pulled back from the septal wall and the vt rhythm subsided. Additional attempts were made to place the lead; however, the same observations were noted. The patient was dependent and required external pacing due to loss of rhythm until a new lead was able to be successfully placed. No additional adverse patient effects were reported.